Manufacturer narrative:
Initial reporter - complainant street address: (B)(6). Affiliation: (B)(6) hospital . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "that the dirty is found on the connector inside the bag." Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. Picture was received and evaluated. For best understanding of the defect and further investigation activities the defective sample was requested from distributor. The defective sample was received 29/nov/2021. Defect is confirmed. Related event # (B)(4) was initiate. Due to the appearance of spots and the inability to remove them from the surface of the cap it can be determined that these are the burning traces of material on the cap of 3k-connector - molding defect of production of caps for 3k-connectors. Biological evaluation of spots is not required. The defective part is provided by supplier. During production process of batch 343897 the ¿aps for 3k-connectors from lot 503136 1201401-315273 were used. Incoming inspection for this batch was performed. There were no non-conformances during incoming inspection of caps for 3k-connectors which were used in production of lot 343897. 20 samples of batch 343897 were taken for batch release testing and successfully passed it, including visual inspection. Manufacturing data for the affected unometer safeti plus (dhf#806), unometer abdo pressure (dhf#991) and unometer 500 (dhf#1081) products was reviewed for the period from 01/nov/2018 till 01/dec/2021. Totally about 11072395 pcs of finish goods were shipped for the analyzed period. The complaints were reviewed for the period from 01/dec/2018 till 01/dec/2021 for the presence of issues described as ¿burning traces of material on the cap of 3k-connector¿ in the unometer safeti plus, unometer abdo pressure and unometer 500 products. 1 complaint on 1 item was received in 2021 year. Totally, 1 complaint for 1 defective product was received during analyzed period. Malfunction code ¿urd-pmc11.10 foreign matter within primary pack (sterile products)¿ and the severity of 4 was assigned by the complaint evaluation committee. No harm was reported with the complaint. Considering the assigned severity of 4 and the calculated probability of failure occurrence for the period from 01/dec/2018 till 01/dec/2021 pf = 1/11072395= 0,00000009 (p<0,000002 corresponds to the rating of 1 ¿remote¿), the risk has been evaluated as ¿moderate¿ based on sop-000100 ver. 29.0, appendix 8.5. Supplier of caps for 3k-connector should be informed about the issue. Re-training on process instruction cp00024 ¿production of um500 and um safeti¿ for all operators involves in process of mounting of caps on 3k-connectors for lot of unometer safeti plus 343897 was initiated (correction #1508909). No additional actions and investigations are needed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).